Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2020. On (B)(6) 2020, the patient stated the sensor insertion site was swollen. They went to the doctor and was given antibiotics and hydrocortisone cream. At the time of contact, the affected area was still swollen. No additional patient or event information is available.